Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent was reported via phone call that his daughter's insulin pump had damage and had been hard to read due to scratches. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Advice customer to revert to back up plan per hcp instruction. Customer's outcome pertaining to the complaint. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no missing segments or partial display noted. Device received with minor scratches on display window noted.